Event description:
Patient had a malfunctioning dialyzer and blood leak was detected within seconds of hooking patient to machine. Treatment was discontinued and physician notified. Blood was not returned to patient for patient safety. Patient reported feeling fine. About 30 minutes after patient was off machine and had worn himself out transferring to the stretcher he reported chest pain. Action was taken and patient was transferred.